Event description:
Hand piece stopped working. Staff went through all steps indicated on machine. After doing all steps machine said to replace.what was the original intended procedure?total laparacopic hysterectomy, mini laparotomy assisted, bilateral salpingo-oophorectomy and lysis of adhesions.device #1is this a laboratory device or laboratory test?no.